Event description:
It was reported that the surgeon during last year of using the large curette, 27mm (hip general stem instrument) discovered a growing number of infections related to arthroplasties. It was stated that a project of cleaning and sterilization procedures were followed-up and took also over 100 microbe samples from various locations. It was found that red coloured material was extracting from wood-handle instruments in the cleaning. When further analyzed it was found that this red coloured material contained staphylococcus epidermidis bacteria. Although the bacteria is normal it might cause infections if transmitted into other person.

Manufacturer narrative:
The manufacturer did not receive devices for review. Other sources (2 photos) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).